Event description:
Medtronic received a report which stated that prior to use on a patient, the connection was loose. It was reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation and the reported condition could not be detected on the sample returned. Also received were 2 x 10fr broncho cath suctions. Visual examination of the returned opti-port shows no sign of any defect. The carlens adaptor was removed from the opti-port and a tensile test carried out. The tensile test confirmed that the force required to remove the sleeves from the opti-port assembly were within specification. If information is provided in the future, a supplemental report will be issued.